Event description:
Customer called in to report that she was under stress and had a panic attack. Police and paramedics were called, they check the blood glucose and it was 250 mg/dl. Customer stated that by the time she was treated the blood glucose was over 600 mg/dl. Customer stated that her insulin pump is cracked at the display corners. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.